Event description:
It was reported that the patient experienced fever and swelling and presented to the hospital. Upon examination, vegetation was noted on the right ventricular lead due to infection. The ICD system was successfully removed on (B)(6) 2024. There were no further consequences to the patient. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).